Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to corroded keypad traces. The insulin pump has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 118 mg/dl. Troubleshooting was conducted. Device is being returned. No further information available.